Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that during the air removal process, the customer removed an unknown liquid from the cartridge. Customer's blood glucose level was 244 mg/dl. Reportedly, a cartridge change was performed to address the issue.